Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there were ongoing line block alarms. At the time of the call, the patient had an active line block and believed the issue was related to the cannula; upon removing the infusion site, it was confirmed the cannula was kinked. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.